Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a "low" blood glucose level; cause was unknown. The customer consumed carbohydrates to address the issue. The customer declined additional troubleshooting regarding the issue.